Manufacturer narrative:
Due to character restrictions in block e1 telephone number : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) was leaking and the automatic inflation failed. The patient was immediately placed on a new machine. There was no patient harm reported.

Manufacturer narrative:
It was reported that during use the cs100 intra aortic balloon pump (iabp) had leak - unknown/unspecified / autofill failure alarm. There was patient involved, however no adverse event reported. The customer reported that on (B)(6) 2023, when the cardiac surgery ICU was using the cs100 aortic balloon counter pulsation pump, it was discovered that the instrument had air leakage, automatic inflation failed, and could not be used normally. The patient was immediately replaced with a new machine. No causing patient harm. After further inspection, it was found that there was a problem with the drive valve group. The hospital equipment department disassembled and repaired it on its own. After the repair, the fault persisted. Now the equipment has been deactivated, pending maintenance negotiations between the hospital and our company. There is no progress with this from the customer. No further information is available complaint will be closed and in the event new information was to become available, this record will be reopened and updated. No service order available and there is no relevant repair information available.

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid.